Event description:
Our country rep in (B)(4) reported that they had a dell x50 handheld computer and it has a black line through the screen. The product has been returned to the MFR for analysis and analysis is pending completion.